Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent shortening occurred. The target lesion was located in the proximal left anterior descending artery. A 3.50x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. The stent was deployed and was post dilated with a non-bsc balloon catheter. During fluoroscopy, it was noticed that the stent almost looked like "accordioned" and was shortened. The physician was not sure if the deployed stent was stuck with the non-bsc balloon catheter during post dilation. The physician then deployed another 3.5mm synergy stent to cover the stent that had shortened. No patient complications were reported and the patient's status was okay.